Event description:
It was reported that during service evaluation the vacuum motor and the mainboard were found defective therefore the device cannot generate and control negative pressure and does not generate alarms under expected conditions. Besides the top and bottom case, case insert left and right and inlet were found damaged and the device presented the error code 32. No case involved.

Manufacturer narrative:
The device intended to be used in treatment has been returned for evaluation establishing a relationship between the reported event. A visual inspection was performed and showed defects to the outer case. Case insert left and right are damaged. The functional inspection found that the device could not maintain pressure or generate alarms and the root cause identified as a defective vacuum motor, defective mainboard and contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation, the vacuum motor and the mainboard were found defective therefore the device cannot generate and control negative pressure and does not generate alarms under expected conditions. Additionally, the top and bottom case, left and right case insert and inlet were found damaged and the device presented the error code 32. No case involved.